Event description:
The fse reported that the sram battery went dead. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram memory. The system operates as intended.